Event description:
Health professional reported lap-band with "loss of pressure due to leak" and "kinking".

Manufacturer narrative:
Medwatch sent to FDA on 07/30/2015.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Taper ii. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.